Manufacturer narrative:
(B)(4).

Event description:
There have been no additional issues reported and the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a reservoir volume higher than expected in the pump was observed. On (B)(6) 2015, the patient returned to the clinic stating they were not receiving adequate pain relief. The pump was checked and another volume issue was observed. The pump remains implanted in the patient.